Event description:
The pt went to the hosp because had rec'd inappropriate shocks. A review of the electrograms showed noise that produced aborted shocks. The physician decided to open the pocket and test the lead and device. When the device was taken out, the header flexed under light pressure. The device was explanted.